Event description:
Dr was removing catheter as chemo treatment was complete. Upon removal he noticed the distal end of the catheter was not present. It had broken off inside pt. Pt was stable, but was lifeflighted for removal. Insertion site r subclavian. No further info at this time.